Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not alarming when there were "large spaces of air in the line". They stated that sometimes the pump would deliver more than they expected it to deliver. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were reported. When the pump was returned to mmdg for evaluation. During the investigation, the pump operated as expected. Mmdg could not replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not alarming when there were "large spaces of air in the line". They stated that sometimes the pump would deliver more than they expected it to deliver. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effects due to the complaint. (B)(4).